Manufacturer narrative:
Clinical investigation: there is no documentation to show a causal relationship between the patient¿s umbilical hernia with repair and peritoneal dialysis (pd) therapy with the liberty select cycler. However, there is a temporal relationship between pd therapy on the liberty select cycler and the patient development of an umbilical hernia as the hernia developed after the initiation of pd therapy. Patients on pd therapy are at risk of developing hernia due to increased abdominal pressure and added stress on abdominal muscles. Additionally, there were no allegations of a device malfunction causing a hernia. Based on the available information the liberty select cycler can be excluded as the cause of the umbilical hernia, although the pd therapy itself with use of the cycler most likely contributed to the development and exacerbation of the umbilical hernia. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for a peritoneal dialysis (pd) patient contacted technical support for assistance with a patient line is blocked alarm during drain 2 of 4 and during the call, the patient contact stated that the patient had just returned home from the hospital due to a hernia repair. It was reported that the patient will perform an alternative treatment. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated that he patient was admitted to the hospital on (B)(6) 2019 and underwent an umbilical hernia repair on (B)(6) 2019. Per the pdrn, the patient¿s hernia was not pre-existing prior to start of pd therapy on (B)(6) 2018 (unknown date of discovery). The cause of the hernia is unknown, but the hernia was reportedly exacerbated by pd therapy. The hernia was not obstructed or gangrene. Prior to surgery, the patient required a pd prescription change. The fill volume was reduced from 2000ml to 800ml for 4 exchanges and one daytime exchange. The volume was adjusted again (unknown date) to 500ml for 4 exchanges. The patient was discharged to home on 06/aug/2019 and continues pd therapy on the liberty select cycler utilizing the last pd prescription fill volume.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.